Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that the patient was bruised due to the physician trying the procedure in clinic office, upon where it was stopped and the physician opted to re-do the procedure at the hospital. Patient mentioned the bruising from needles hurt and that after the procedure the patient was not in their right mind. Stimulation was increased to 0.7 so that the patient could feel it again. Patient was concerned their lead may be loose due to not having leaks and then experiencing 3 in the past 48 hours. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care physician (hcp): when asked for the cause of the loose lead the hcp reported on (B)(6) 2018 the patient presented to see the nurse for their interstim ii post operation and was doing well with 75% improvement and that the patient would be returning to the hcp in 6 months. There were no further complications reported/anticipated.